Manufacturer narrative:
Zimmer bomet complaint number (B)(4).

Event description:
Doctor reported that implant could not be placed due to damaged internal thread. Another implant was placed on the same day to complete the procedure

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One 3i t3® tapered implant 4/3 x 13mm (bopt4313) was returned for investigation. Visual evaluation of the as returned product identified signs of use with dried blood on the external threads but no apparent malfunction identified with the threads/drive feature. Functional testing was performed using in-house device and the devices were normally assembled. No damages to threads identified.pre-existing conditions and tooth location were unknown due to limited information provided by the customer. However, the implant was placed and removed same day. X-ray or picture image was not provided. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev h - july 2021 information identified: warnings, precautions and potential adverse events. DHR review: DHR review for the lot (2021010131) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review by lot number (2021010131) was performed for similar events using keyword damaged threads and no other similar complaint was identified. Post market trending review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported event (damaged threads) or product (bopt4313). Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information is available at the time of this report.